Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the control unit of the small battery drive device was not functioning and was defective. It was noted that the motor and control were defective, and the coupling head was defective. It was further determined that the device failed pretest for check power with test bench, check the function with electric pen drive (epd)-console, check compatibility between colibri I/small battery drive (sbd) and colibri ii/sbd ii, check the triggers and electronic control unit (ecu) function, check switching function, check the oscillation angle, check the off/oscillation/on switch mode function. Therefore, reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device did not work. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.